Event description:
It was reported that, "pt fell and is experiencing pain."

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the devices cannot be performed as the explanted devices were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should devices or additional info become available, the evaluation summary will be submitted in a supplemental report.